Event description:
It was reported at routine follow up there was an increase in lead impedance and capture threshold. Physician suspects lead fracture. Lead remains implanted.

Event description:
New information received states externalized conductors were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.